Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the foreign material issue could not be determined. It is possible that the hose in the equipment peeled off as fine black material. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, rubber flecks were noted in the endoscope reprocessor tub for a few months. It was noted that the gasket was checked, and no damage was observed. The customer was advised, the device is end of life by the cycle count. There was no harm or user injury reported due to the event. This report is part one of two related event. (Patient identified: (B)(6)).